Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with severe angina and the procedure was to treat a 90% stenosed, mildly calcified and moderately tortuous vessel in the left anterior descending (lad) artery. Pre-dilatation was performed using a 2.0x8mm semi compliant balloon. The 2.5x15mm xience xpedition stent delivery system (sds) was implanted through radial approach with a pressure of 16 atmospheres (atms). Fluoroscopy after stenting showed a proximal edge dissection. Another xience xpedition was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.